Event description:
It was reported that the filmer on the 2500 system will not operate. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The film transport motor was replaced during the service call. The system was tested and found to be working as intended and put back into service.